Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2. Strips not available for return.

Event description:
Caller reported blood glucose results of 15.6 mmol/l on compact plus system 1, 5.6 mmol/l on compact plus system 2 within 10 minutes. No adverse event was reported. Meter and strips are not available for return.